Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse) on a cardiosave intra-aortic balloon pump (iabp), it was found that when the fse printed out the logs, the dates were off by one month. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
It was being reported that during a service repair the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "timing-incorrect timing record". A getinge field service engineer (fse) found the printed out the logs the dates were off by one month. After that the fse had repaired the unit by setting the date correctly due to which the date did not shift. There is no involvement of the patient during this incident.

Event description:
N/a.